Event description:
The report from our affiliate indicated that during a pta to a severly calcified superficial femoral artery, using an ipsilateral approach, the balloon ruptured at nominal pressure. A balloon of the same size was used to successfully complete the procedure. The vessel was described as being slightly tortuous and 80% stenosed. There were no adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as severely calcified with mild tortuousity and an 80% stenosis. There was no reported patient injury. The product was not returned for analysis. As no sterile lot number was available, a review of the device history records could not be performed. With the information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.